Event description:
Information was received that the high pressure audible alarm of a smiths medical pneupac babypac ventilator was "absent". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. The device was powered on with a 50 psi and 60 psi connection. After the device underwent functional testing, it was determined the high pressure alarm was not working. Therefore, the complaint allegation was confirmed. No event problem source was identified.